Event description:
The patient was seen in the emergency room, having received 12-14 inappropriate defibrillator shocks. The patient had a recalled fidelis electrode implanted 8 years ago. The patient had received no therapy since that time. The patient had an underlying ischemic cardiomyopathy with an ejection fraction of 30%. The patient was admitted for cardioverter defibrillator generator change and lead replacement. From the op note: "after passage of a laser locking stylet down the fidelis electrode, we extracted it uneventfully with excimer laser technology...the lead was examined and appeared to have some evidence of externalized conductors although this may have been a function of the traction applied to the lead in its removal process." Surgery was completed and the patient was taken to pacu in satisfactory condition having tolerated the procedure well."